Event description:
The customer contacted Spacelabs Healthcare Technical Support to report that two Xhibit Central Stations (XCS) went blank at the same time. There was no report of patient or user harm associated with the event. The patients were moved to alternate central stations to resume telemetry monitoring. A Spacelabs Field Service Engineer (FSE) was paged to go on site to assist with troubleshooting. When the FSE reached out to the customer biomed, they stated they were able to resolve the issue, complete details of the resolution were not provided by the customer. The customer stated they were able to resolve the issube after removing power from the displays to reset them. Cause of failure could not be determined.

Manufacturer narrative:
Note regarding D4, UDI field: Only the GTIN information for the reported device was provided as the serial number was not available.